Event description:
It was reported that a user experienced an insulin occlusion alert while using the ilet with a 6 mm infusion set, after which delivery was resumed and the user performed a fill-tubing procedure before reconnecting; subsequent blood glucose was 243 mg/dl, and the cause of the hyperglycemia was unclear. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery and the need for troubleshooting and education. Investigation included technical support-led troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear root cause for the hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with reported occlusion that resolved after user actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.